Event description:
During troubleshooting for an unrelated alarm during fill three of five on a homechoice (hc) machine, it was reported that there was a burning plastic smell coming from the hc. The technical service representative (tsr) arranged to swap the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the event history log of the device found nothing related to the reported issue. The device passed electrical and functional testing. An external visual inspection found no issues. The power on the device was cycled multiple times with no issues. The device passed seal, purge, and wet disposable tests. A short simulated therapy was performed on the device with no issues. An internal inspection was performed. No burnt odor, smoke, or soot was found. The reported issue could not be confirmed. Device history review will be performed. There is no previous service history for this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.